Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device the spacer pads were inspected for damage and all appeared to be in good shape. Manual continuity tests were performed and found an open connection on continuity on the plug prong #1 to bottom jaw. After the device failed to activate, it was carefully taken apart and inspected. All the internal components and wires were intact. Continuity was checked after the button activation circuit board connection where the the brown wire connects to the solder sleeve that connects the red wire into the bottom jaw. The connection was active before the solder sleeve connection. Continuity was verified after the solder sleeve and did not reveal an active connection. While dissecting the solder sleeve the red wire was not aligned with the solder ball and was protruding out. Manual continuity test revealed a disconnection coming from the brown/red solder sleeve connection. The results of the visual and functional inspections determined that the reported event was confirmed. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause of the reported event is improper installation of wire placement and soldering assembly during manufacturing, resulting in no activation/electrical error during clinical use. The instructions for use (IFU) state: - remove instrument from tray by firmly pulling on the handle. Do not pull on the instrument jaws or cable. - insert the connector into the receptacle on the generator. Follow the instructions in the generator user¿s guide to complete the setup procedure. - inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team, or cause damage to the instrument. If damaged, do not us. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the device stopped working due to an issue with the jaws clamping and not releasing during the sealing process. There was no patient impact or medical intervention and the extended procedure time reported was minimal only to replace the device. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device stopped working due to an issue with the jaws clamping and not releasing during the sealing process. There was no patient impact or medical intervention and the extended procedure time reported was minimal only to replace the device. These are commonly used devices that are readily available.